Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/12/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. Initial visual inspection of the actual sample revealed no anomalies such as cracks or crazing. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mmhg and ran for an hour. No leaks were observed during this test. Although no issues were found with the sample, the complaint was confirmed due to known top housing crack issues with this specific product code/lot number combination. During other investigations of similar events, it was discovered that the leaks were from cracks in the top housing. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the centrifugal pump head loaded near or around the pump outlet. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.